Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the issue with the device occurred during surgery, but no fragments fell into the patient. There was no report of any missing or detached material from the instrument, and the patient has not returned to the hospital with any post-surgical complications related to foreign material retention.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator. Visual inspection was performed and the instrument was observed to have a broken lower molded insulator on the grip tips, with fragments of the lower molded insulator observed to be detached. The broken piece measures approximately 3.4 mm x 10 mm and was not returned with the instrument. There was no external damage to the shaft, housing, and snake wrist cables. Each input disk was manually articulated and responded accordingly. The release buttons were functional. Additional observation(s) related to the customer reported complaint: for clarification, the broken lower molded insulator was still attached to the instrument due to the conductor wire, but fragments of the lower molded insulator was observed detached. The detached fragment measures approximately 3.4 mm x 10 mm and was not returned with the instrument. Common causes of the failure mode broken molded insulator can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.